Manufacturer narrative:
Analysis of the provided files did not permit to confirm the reported event. No traces of talentia interrogation were visible on 27-december-2025, but traces of cpr4 head unplugs/plugs are visible. Traces of successful interrogations of a platinum is also visible at other dates. Since no additional findings were visible, the main origin of the reported event could not be established with certainty. The most probable hypothesis is that an error regarding the hardware or software from unknown origin caused the interrogation fails. This case is retained and utilized for trend purposes. MDR correction: device updated from smarttouch tablet to smarttouch softwares modules according to investigation results.

Event description:
Reportedly, on (B)(6) 2025, during a patient in-clinic follow-up, the programmer could not interrogate a talentia ICD. Repositionning, replugging to different ports the programming head or soft reset of the tablet did not resolve the issue. Upon return to us technical services and inspection, the programmer could interrogate alizea and platinum 4lv normally (no test on talentia possible).

Manufacturer narrative:
Analysis of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, during a patient in-clinic follow-up, the programmer could not interrogate a talentia ICD. Repositioning, replugging to different ports the programming head or soft reset of the tablet did not resolve the issue. Upon return to us technical services and inspection, the programmer could interrogate alizea and platinum 4lv normally (no test on talentia possible).